Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead impedance alert triggered due to out of range rv defibrillation impedance. It was noted the patient had exhibited a "normal chronic impedance rise" over the last several months and the follow-up check found impedance values within normal limits. The rv lead remains in use and it was recommended to program the alert threshold higher to avoid additional impedance alerts in the future. No patient complications have been reported as a result of this event.